Event description:
It was reported that system error (se) 2240 and system error 2367 alarms occurred during prime on the home choice (hc) machine. The home patient (hp) received an alarm and cycled the power off/on and the system error 2367 occurred. The company representative reviewed the alarm log and found the system error 2240 (air in set) alarm and asked the hp if he was sure he was still in prime. The hp stated yes. The tsr explained the alarm and the hp would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional relevant information becomes available a follow up MDR will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.